Event description:
Firefighters responded to a person described as in cardiac arrest with bystander CPR. The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze button pressed. The device advised a shock but, according to the reporter, would not charge or discharge energy to the patient. The reporter stated that a second analysis and subsequent shock advised occurred but again the device would not charge or discharge. A backup manual defibrillator arrived with an ambulance and was used but the patient was not resuscitated.